Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was at work and was throwing up. The reporter stated the cgm was reading 177 during this time but when the patient checked a fingerstick it was 40 mg/dl. The patient then fainted and a colleague called for an ambulance. Paramedics arrived and assisted the patient. A finger stick was taken by paramedics but the reporter did not know what the value was. The patient was treated with a candy bar by paramedics and did not require additional assistance. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.